Event description:
The complaint/event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock. It was reported that the in-line filter was leaking from a primene bag and this required a new solution and line change. The patient did not have any reaction, harm, adverse event or delay in therapy as a result of the complaint issue/event at the time.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.